Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. During the evaluation, a service required alarm condition indicating a voltage issue was observed. The device's power management board and system board were replaced to address the issue. Additionally, the device's handle was found to be cracked and was replaced to address the issue.